Event description:
It was reported that during implantation of a non-preloaded monofocal iol (model icb00), a haptic was found to be broken, with the broken segment remaining in the cartridge and the optic in the patient¿s right eye. The lens was explanted. A second lens of the same model was opened; however, a broken haptic was observed in the lens case prior to use. A non¿johnson & johnson lens was subsequently implanted. No resistance or excessive force was reported during delivery. No patient injury or postoperative complications were reported. However, the incision was enlarged and sutures were required to close the wound. The patient¿s clinical and refractive outcomes were reported as good. The device was determined not to have caused or contributed to the event. No additional information was provided.

Manufacturer narrative:
Section d6a: not applicable, as the lens was removed/replaced during the same procedure. Section d6b: not applicable, as the lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.